Event description:
The hcp reported the pt was experiencing burning of the hands and feet, headache, back pain, muscle aches, no appetite, chills, occasional sweating, weakness, restlessness, fatigue, and a need for the increased use of other oral pain medications. A pump study was done in 2004 and reported as "abruption of isotope activity 3.5 inches from spine." The pt was switched back to morphine from hydromorphone. The pt requested the pump be removed, which was done 14 days later. The pt outcome after the explant was not reported.